Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd intima-ii closed IV catheter system there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
During our review no abnormalities related to this event were found during our monitoring of the manufacturing process. According to our records this lot of intima ii was manufactured march 2018, and this is the only instance of leakage occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. A sample was submitted for evaluation and testing. Bd engineers subjected the device to leakage testing and found the device to be operating in accordance with product specifications; additionally visual observation of the device was unable to identify any potential cause of the reported leakage. Without the ability to replicate or otherwise observe the reported failure mode bd engineers were unable to determine the root cause for this event.